Event description:
It was reported that prior to a coronary artery treatment procedure, stent damage occurred. The lesion being treated was unknown. When the device was removed from the package, stent damage was observed. The device was not used on the patient. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: the device was returned. There was contrast in the inflation lumen. The stent had moved on the balloon 6 mm distally from the proximal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The tightly folded balloon indicated the device was subjected to no positive (inflation) pressure. There were multiple stent struts stretched and bent throughout the stent. The magnified inspection presented no damage or irregularities that could have caused or contributed to the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage, as the event occurred prior to patient contact. (B)(4).